Event description:
As reported by the edwards field clinical specialist (cs), during the transapical transcatheter aortic valve replacement (tavr) procedure, during deployment the valve was positioned 50/50, however, after deployment the valve rested 70/30 aortic resulting in moderate to severe ai. In order to troubleshoot, 1cc of contrast was added to the atrion device and the valve was post-dilated without effect. A second valve was then prepped and deployed approximately 2-4mm lower than the original implant. Post deployment echocardiogram showed trace ai. The chest was closed in the normal fashion and the patient was transferred to ICU. The patient's recovery was noted to have been unremarkable additional information provided by the cs, indicated that after the procedure he was able to discuss several of the potential contributors that could have led to the aortic deployment. The belief is that the angle of the sheath being held while the delivery device was being flexed and unflexed during deployment could have resulted in the inflated balloon being pulled or pushed within the annulus. There was also a discussion about the necessity of making sure that there is no wire tension during inflation. The release of the wire tension could cause the balloon to move during inflation. Lastly they discussed the need to be co-axial during deployment so that the balloon would not inflate at an angle which could potentially catch a piece of calcium and prevent the balloon from centering properly within the annulus.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the patient (severely calcified aortic valve) and procedural factors (angle of the sheath, wire tension, lack of co-axial alignment) may have caused or contributed to this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.